Event description:
It was reported that there was an issue with the product - unknown item code of columbus knee implant system (ae-qas-k521-53). According to the complaint description, the implant loosened postoperatively and the patient had several revision surgeries. The implantation with vega system was performed on (B)(6) 2017 (right total knee replacement). On (B)(6) 2018, the first revision surgery was performed as a result of aseptic loosening of the tibial baseplate. Afterwards, in (B)(6) 2019, a second revision was performed due to aseptic loosening of the femoral component. The vega system was replaced with columbus. A scar tissue attached to the knee cap, "clunk lesion," was discovered in (B)(6) 2021. The patient had trauma from the right knee replacement that has caused stenosis in her lumbar spine bilateral. Patient is still having constant pain in the right leg, swelling, and difficulty sleeping. On (B)(6) 2022, a third revision surgery was perfomed and the columbus system was replaced with non-aesculap products. The adverse event is filed under aag reference (B)(4). Associated medwatch reports: (B)(4) (9610612-2018-00201) nx051z; (B)(4) (9610612-2019-00150) nx029z.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.